Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the lead had dislodged. The dislodgement was confirmed via imaging. The lead was not used and replaced. The patient was in stable condition throughout the procedure.